Event description:
The customer reported that the handpiece presented with excessive heat. Requests for additional information have been made with no response received. There was no patient or user injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The service report indicates that the handpiece would not power on, the motor was corroded, and the pre-repair temperature test could not be performed. The handpiece was repaired, tested, and passed all manufacturing specifications. This device is used for therapeutic purposes.